Event description:
Broviac tubing changed per neonatal ICU (nnicu) policy at 0950am. Shortly after tubing change, large volume of blood noted to be backing up into tubing and leaking between broviac connection and bifuse extension set. Appeared that bifuse was faulty at "male" end of bifuse set. Broviac clamped and new syringe requested for sterile tubing change to be done. A new set of tubing and fluid were hung per nnicu policy without issue noted at 1041. Bifuse and tubing set saved and given to nnicu rn leadership team. Smallbore bifuse ext set lot number: 11590730. Manufacturer response for smallbore bifuse ext set, smallbore bifuse ext set (per site reporter). [Redacted date] - emailed [redacted name], ICU medical. [Redacted name], ICU med follow-up email received; [redacted name] requested an RMA/mailer. [Redacted date] - RMA/mailer received. Sample shipped fed-x. ICU medical ref. (B)(4).